Event description:
During surgery, it was found upon opening the package that the hook was already out about 2mm. A backup (same size) was used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident could not be confirmed, since the device was not returned for evaluation. Therefore no conclusion could be made how and when the failure occurred. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Please note that the current op tech reads: assembly: "verify that the inner pin does not protrude from the window of the outer body and is in correct position." Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
During surgery, it was found upon opening the package that the hook was already out about 2mm. A backup (same size) was used.